Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that the emitter had a red x in the software. Axiem box had a number 8 on the back. In troubleshooting, they rebooted the computer and axiem box and emitter separately and then connected them, but it did not resolve the issue. They also rebooted with both systems connected and it did not resolve the issue. They than swapped the emitter power ports on the axiem box and it did not resolve the issue. They did not hear any chirping coming from the emitter when it was connected to either port. There was no patient present. Additional information received, it was reported that the representative was not able to reproduce the problem. The site was not waiting long enough before starting the computer. The representative told them to wait 30 sec to a full minute before starting the computer in the future. Site does not want to submit a po at this time. System was functioning normally.